Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pinnacle litigation records received. Litigation alleges severe pain, toxic levels of cobalt and chromium in the bony cause to damaged joint, tissues and bones. These toxic accumulated in his heart, lungs, kidney, liver and brain. Also the plaintiff suffered economic damages and emotional distress. Doi: (B)(6) 2009; dor: (B)(6) 2020 ; left hip.